Manufacturer narrative:
Evaluation: a partial datascope iab, consisting of approximately 9" of iab membrane and attached catheter tubing, was returned for evaluation. The balloon tip portion of the membrane was noted to be absent. Dried loose blood granules were noted within the membrane. Underwater leak testing revealed numerous leaks in the membrane. Visual examination revealed smooth-edged slices in the membrane. It was not possible to satisfactorily leak test the inner lumen due to its poor condition. The primary balloon penetration could not be located. Probable cause of difficulty: based on the poor condition of the returned iab, it was not possible to locate the primary penetration which allowed blood to enter the device. It is possible that the damage to the balloon membrane obscured the primary penetration or that the initial leak was in the section of the iab not returned for evaluaiton. Having the opportunity to have examined the entire device may have provided some additional insight into the reported difficulty. The condition of the balloon membrane was consistent with the reported removal difficulty.

Event description:
Event: (cc# 98-00475) when the doctor went to remove the iab, he met resistance and the patient's artery was damaged. There was some "matter" in the iab upon removal. On 6/9/98, the following was reported to datascope: a balloon catheter was percutaneously placed on 4/14/98 without difficulty in the patient's right femoral artery post re-do coronary artery bypass graft surgery. The next morning the patient met weaning parameters to discontinue and remove the balloon. The surgeon withdrew the balloon to approx. 1.5 inches from the end of the balloon where he met resistance. The balloon was manipulated to attempt to free the balloon of the resistance. At this point the patient was hemorraging at the insertion site and the decision was made to completely remove the balloon to gain control of the bleeding. Upon removal of the balloon there was noted multiple hard dark granules inside of the balloon. No blood was noted in the tubing prior to removal. The patient had to be taken to the operating room to control the bleeding and close the femoral artery. The patient required 3 units of packed red blood cells and due to being reanesthetizied was required to remain mechanically ventilated. Prior to removing the balloon the patient was nearing extubation. Another iab was not inserted into the patient. The went onto expire on 4/16/98. (On 6/9/98, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 0000000000-1998-0002) [event complications]: injury to artery - reported 4/15/98; bleeding - rpt'd 6/9/98. [Patient's current status]: expired - rpt'd 6/9/98.